Event description:
It was reported that this right ventricular (rv) lead was suspected to exhibit loss of capture (loc). Boston scientific technical services (ts) was consulted and further evaluation was discussed. No adverse patient effects were reported. At this time, this lead remains in service.